Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. The field service engineer checked and found that the main drawer 2.1 controller board was tripping the power supply. The fse replaced the drawer controller printed circuit board to resolve the issue. The fse tested the drawer in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not turn on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.